Manufacturer narrative:
The device mechanism was received on (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that it was hard to close the cassette. This did not indicate a reportable malfunction. However, during verification testing at the service center, the device was found to have an unseated open regulator.